Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a right inguinal hernia (reported as a right inguinal protruding lump) coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with apd therapy was not reported. While it was reported the patient had the hernia for three to four days; the patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.